Manufacturer narrative:
Concomitant product(s): a 1845020 (attachment, indigo otol angled): serial number - (B)(4); lot number ¿ 210461789; manufactured date ¿ december 5, 2015; UDI # - (B)(4); 510k - k081475. Initial reporter's phone number with extension: (B)(6). A 1845000 (drill, indigo high speed otologic): the device has been returned. The product analysis results are pending completion of the evaluation. 1845020 (attachment, indigo otol angled): the device has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the angled drill heated up within seconds. A replacement drill was used to complete the case. There was no patient impact or injury.

Manufacturer narrative:
A 1845000, indigo drill (serial number (B)(4)): there was no overheating found. The drill was run for 5 minutes at 52,000 rpm and the temperature was 88 degrees f. 1845020, indigo angled attachment (serial number (B)(4)): there was no failure found. The angled attachment was run for 5 minutes at 52,000 rpm and the temperature was 90 degrees f. If information is provided in the future, a supplemental report will be issued.